Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va019c5, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a lead infection. The wires were pushing out of the skin near the patient¿s ear. The patient wore a hat and had developed a sore at the lead site near their ear. The infection was confirmed. It was ¿nothing big¿ but once the patient got the sore, the health care professional (hcp) wanted to explant the lead as soon as possible to avoid the infection from spreading to the brain. It was thought to have occurred a couple of months before the current implant was placed in 2013. The patient was put on antibiotics. Further follow-up was being conducted to determine what diagnostics were performed and what the cause of the infection was.